Manufacturer narrative:
We have not received the complaint device for investigation. Until product is returned from the hospital, we remain inconclusive on the exact nature of the complaint. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have sent a list of follow-up questions to the contact person at the hospital through our sales rep. But we have not yet received a response.

Event description:
According to the surgeon, the balloon of the f3 shunt inflated too much when he inflated it inside the carotid artery during an endarterectomy procedure. There was no blood circulating through the end of the shunt. So, he had to remove the shunt and also the clamps placed on the carotid artery. Surgeon then used another shunt for the procedure. There was no harm to the patient as the result of this device malfunction. However, according to the surgeon, this malfunction has a major risk of cerebral hypoxia due to temporary stoppage of blood flow to the brain.